Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. One day prior to the event onset, the patient was hospitalized due to another indication. On the same day as the event onset, the patient was treated with vancomycin injection (1500gm, once in 4 days, discontinued, route and duration were not reported) and fortum injection (1500 mg, once a day, discontinued, route and duration were not reported) for peritonitis. The patient was discharged from the hospital 14 days after the event onset. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.